Event description:
It was reported that there was small r waves on the right ventricular (rv) lead. The pace/sense portion of the rv lead was replaced. The high voltage "b" portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).